Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical japan; the customer's report was duplicated and attributed to the electrode pads. One electrode was determined to have a break in the cable close to the ring and socket, but we unable to firmly establish cause. The device was recertified and returned to the customer. The electrodes were not available fo revaluation as they have been discarded. Analysis for reports of this type has not identified an increase in trend.